Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that the insulin pump drive support cap went out. Nothing further was reported.